Event description:
(B)(4). Same case as 2134265-2010-00475. It was reported in (B)(6) 2008 the patient underwent treatment with the nexstent device. The patient was pre-treated with atropine prior to each balloon inflation. During post-procedure some hypotension and sinus bradycardia with a rate of 58 was noted. Medical assessment is that the atropine was likely administered due to procedural bradycardia with no increase in heart rate. Hypotension was reported during the index procedure, treated with medications and IV fluids and resolved one day post-index procedure. There were no complications reported. No additional information available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.